Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system experienced a drawer failure and was unable to get medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 2 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4) ¿ medstation es - tower drawer failure - 7west-2 ¿ case: (B)(4) ¿ drawer not detected and failed to open. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a pocket c1 was failing in main legacy half height drawer 2.2 but it was not showing up, and customer was not able to recover it. A field service engineer removed the failed pocket in diagnostics, checked the retractor band and other visible damages, rebooted it back into the application, and recovered the pocket by unloading and reloading the medications into another pocket. The system functioned as intended after the field service engineer troubleshot the device.